Manufacturer narrative:
(B)(4). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2491 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the responsible nurse found blood flowing out of the PICC catheter hitting the patient at 10:20. The inspection found that the white tube at the front end of the PICC catheter was broken and the blood flowed out of the catheter. The catheter could not be used normally. Therefore, report to the doctor and remove the catheter according to the doctor¿s instructions. More expensive, so report to relevant departments. Adr# (B)(4).